Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during insertion the intro (peel-away sheath) split at the insertion site.

Event description:
The customer reports: during insertion the intro (peel-away sheath) split at the insertion site.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. The returned sheath contained signs of use in the form of biological material. Microscopic examination of the sheath revealed it was frayed and split. This damage is consistent with undue force being applied at the tip. The length of the sheath body, and the inner and outer diameter of the sheath tip were measured and all were found to be within specification. This indicates that the wall thickness measured as expected and no dimensional issues were identified. The returned dilator is able to pass through the returned sheath with minimal resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged sheath was confirmed by complaint investigation. The returned sheath was frayed and split, consistent with undue force being applied to the tip. A device history record review was performed based on sales history with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this complaint issue. Teleflex will continue to monitor and trend for complaints of this nature.